Event description:
It was reported that the patient presented to the emergency room with a low heart rate. The right ventricular lead exhibited loss of capture and had dislodged. The lead was successfully repositioned.